Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 682.0 mcg/day via an implantable pump for intractable spasticity and other spasticity. It was reported on (B)(6) 2017 that the pump position was causing pain. It was detailed that the patient had the pump replaced due to normal battery depletion on (B)(6) 2016 and that the current pump was implanted in a different position which was causing a lot of pain and discomfort. It was stated that the position of the pump was changed with the catheter access port (cap) at the bottom. It was indicated that the pain and discomfort were gradually getting worse. It was noted that the patient was getting a revision but it was currently on hold due to insurance issues. An out of box failure was not reported and a medical or therapy problem associated with small parts was not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.